Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient encountered two infusion set cannulas were kinked within 3 or more hours after insertion which led to high blood glucose level of 200-250 mg/dl. One event approximately one year ago, another event 2 months ago. The insertion site was at abdomen. The infusion set in use for 15 to 18 hours. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotates the site location. The issue got resolved by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.